Manufacturer narrative:
Cmp-(B)(4). Concomitant products: unknown trilogy cup, unknown taper stem, unknown biolox head, unknown bone screw. The investigation is still in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02865. 0001822565-2017-02874.

Event description:
It was reported that a patient was experiencing severe pain. No revision surgery was reported to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. The review of x-rays stated that there was a 9mm screw fragment projecting cephalad to the intramedullary rod in proximal left femur. No evidence of fracture or malalignment was noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow up report is submitted to relay additional and corrected information received concomitant products: 61371957 shell porous with cluster holes 62 mm o.d. With calcicoat ceramic coating 61111439 00630506236 liner standard 3.5 mm offset 36 mm i.d. For use with 62 mm o.d. Shell 60696080; 00877503602 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 2538171; 00625006530 bone scr 6.5x30 self-tap 61371957. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Medical records obtained within legal documentation noted that patient had a preoperative diagnosis of mal-union of left femoral neck fracture. Primary operative notes did not report any complications, and all components to be found in acceptable alignment, range of motion and stable per records provided. DHR review was performed did not identify any related deviations/anomalies in the manufacturing process. A root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Medical records obtained within legal documentation noted that patient had a preoperative diagnosis of mal-union of left femoral neck fracture. Primary operative notes did not report any complications with all components to be found in acceptable alignment, range of motion and stable per records provided. However, incomplete medical records received as pages missing within the report. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The corrected information does not change any investigation results which were previously reported. Updated. Corrected statement: the reported event was unable to be confirmed as there were no follow up notes or x-rays that were provided for evaluation after the revision surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.